Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited insulation damage and noise. While attempting to explant the lead, it was noted that the lead broke. The lead was capped and replaced on (B)(6) 2025. The patient was recovering.